Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, during the procedure, the saline solution was leaked from the tip area during flushing and a pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported.